Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 with lot number b60755 (expiration date aug-2016) for permanent contraception. Pregnancy was denied. On an unspecified date, hsg (hysterosalpingogram) was done. Essure proximal marker was in the cornua and the rest of the device was in the abdomen; broken on right side. Essure was continued. The outcome of the event was not recovered/resolved. However, patient was okay. Follow-up information received on 11-nov-2014: physician requested information about device breaking after inserted in patient. She stated the device was clearly broken (not stretched) on the hsg. Follow-up information was received on 12-nov-2014. It was reported that the doctor will be doing a laparoscopy to see the location of the devices and also the patient would like the devices removed. No further information was provided. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: (B)(4) 2014: spoke to the sales rep and the doctor will be doing a laparoscopy to see the location of the devices and also the patient would like the devices removed. Sales rep will send follow-up information. A hysterosalpingogram (hsg) is an x-ray test that looks at the inside of the uterus and fallopian tubes and the area around them. During an hsg, a dye (contrast material) is put through a thin tube that is put through the vagina and into the uterus. For essure, a modified hsg is performed using a slow-fill of contrast. The essure confirmation test (modified hsg) is performed three months post-placement to evaluate insert location and fallopian tube occlusion. Hsg films should be reviewed and interpreted by a trained medical professional, such as a physician or radiologist. In many hsg images, only the radiopaque markers located on the microinsert are visible. In some cases, the micro-insert can be stretched by muscular contractions of the fallopian tube. When viewed on an hsg image, this may contribute to the perception that the device is broken since the distance between radiopaque markers is longer than anticipated; however, the device is not actually broken. Since the remaining parts of the device are not visible, hsg images can be misinterpreted as being "broken" or "fragmented." Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due a reported product quality issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. One further ae case report has been received to date in relation to batch no. B60755 (production date 16-aug-2013 and expiration date 31-aug-2016), but this case does not refer to a similar adverse type of event. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on (B)(6) 2014 from consumer´s husband, which is a lawyer: on (B)(6) 2014, consumer had essure birth control device, lot number b60755, inserted. The procedure was very painful. On (B)(6) 2014, consumer returned to physician´s office and she was advised that there was a problem with the essure coil and to continue taking her regular oral birth control while she studied the x-rays. On (B)(6) 2014, consumer returned to physician´s office and was subsequently advised that the tip of the essure device implanted in right fallopian tube broke off and that part of the device had migrated into pelvis (previously reported as proximal marker is in the cornua and the rest of the device is in the abdomen). She was also advised that she would definitely not be able to become sterile with the position of the essure device and because of its separation. This caused consumer a great deal of concern and worry, and she has been advised that she must undergo laparoscopic surgery to have the separated device removed and her right fallopian tube sterilized. Since learning of the foregoing, consumer has been unable to sleep and she was constantly worried that part of the essure device (floating free in her pelvis) would puncture an internal organ or cause some other problem. It was stated that her surgery will be scheduled for (B)(6) 2014. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and essure was broken on right side, the tip of the essure device implanted in right fallopian tube broke off and part of the device had migrated into pelvis (previously reported proximal marker was in the cornua and the rest of the device was in the abdomen). The reported events were interpreted as essure dislocation into abdominal cavity and breakage. Device breakage is a non-serious and unlisted event according to essure's reference safety information; while device dislocation is listed and was considered serious due to medical importance. In this particular case, although the exact date and mechanism of the reported events are not know; given their nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as an other reportable incident due to device malfunction (device breakage). In addition non-serious events were reported. The performed product technical complaint (ptc) analysis concluded that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information (event's outcome) is being sought.

Manufacturer narrative:
Follow up 16.jan.2015: sample was received. Only micro-insert was received. Ptc results were updated and provided. (B)(4). Batch no. (B)(4) (production date 16-aug-2013; expiration date 31-aug-2016). Final assessment: note: this is a unique case. The doctor removed the device and we believe she cut the device to remove it from the patient. We are not allowed to call the doctor and confirm any facts until we get approval from legal since this case is with bayer lawyers. By looking at the device which was returned, we cannot confirm any breakage, therefore the unconfirmed quality defect. If and when we get approval from legal to contact the doctor for any further facts, we will update the complaint at that time. At this time, this is not a confirmed breakage case, however, a device removal from the patient with the coils returned to us. Failure mode / mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, micro-insert found to be stretched (see attached pictures). We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product technical issue. The batch documentation of the reported batch was reviewed. The provided complaint sample was inspected, but the rqu could not confirm any breakage (see technical statement). The technical assessment concluded unconfirmed quality defect. The reported adverse events are not indicative of a quality deficit per se. One further ae case report has been received to date in relation to batch no. (B)(4), but this case does not refer to a similar adverse type of event. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect was confirmed nor an adverse event was reported at this point in time. Follow-up received on 10-feb-2015: no further information is expected for this case report. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and essure was broken on right side, the tip of the essure device implanted in right fallopian tube broke off and part of the device had migrated into pelvis (previously reported proximal marker was in the cornua and the rest of the device was in the abdomen). The reported events were interpreted as essure dislocation into abdominal cavity and breakage. Device breakage was considered as non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Device dislocation is listed and was considered serious due to medical importance. In this particular case, although the exact date and mechanism of the reported events are not know; given their nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as an other reportable incident due to device malfunction (device breakage). In addition non-serious events were reported. The performed product technical complaint (ptc) analysis concluded that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Follow up 04-aug-2015: ptc investigation results were updated and provided. Two micro-inserts were received. Ptc global number: (B)(4). Final assessment: failure mode/mechanism the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Based upon follow-up information received from the physician which indicated the physician had not cut the insert, the returned product sample was re-examined. Upon review of one of the returned inserts, it was noted there was no trace evidence of the existence of the solder bond which was located on the outer coil where the outer coil connects to the inner coil. We would expect to see traces of solder flux on the outer coil. The outer coil of the insert was entirely intact but separated from the inner coil, and was not broken. This indicates the solder bond was not adequately applied and/or cured, resulting in a weak bond between the inner and outer coils. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were able to confirm that an insufficient solder bond contributed to this device malfunction. The possibility of the inner and outer coils of the insert being separated (breaking) is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue. The batch documentation of the reported batch was reviewed. The provided complaint sample was inspected, but the rqu confirmed that an insufficient solder bond contributed to the device malfunction, which is considered an anticipated event. The technical assessment concluded confirmed quality defect, with a final risk category iii, which corresponds to a quality defect which poses a not significant hazard to health. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. The reported adverse events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, based on the reported adverse events and the outcome of the technical investigation, a causal relationship to the product quality deficit cannot be excluded. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and essure was broken on right side, the tip of the essure device implanted in right fallopian tube broke off, device was broken into 2 different pieces and part of the device had migrated into pelvis (previously reported proximal marker was in the cornua and the rest of the device was in the abdomen). The reported events were interpreted as essure dislocation into abdominal cavity and breakage. Device breakage was considered as non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Device dislocation is listed and was considered serious due to medical importance. In this particular case, although the exact date and mechanism of the reported events are not know; given their nature a causal relationship with the suspect insert cannot be excluded. This case was initially regarded as an other reportable incident due to device malfunction (device breakage). However, after receipt of follow up information, it was informed that the patient went to surgery and the device was broken into 2 pieces, therefore the case was upgraded to incident. In addition non-serious events were reported. The performed product technical complaint (ptc) analysis concluded that, based on the reported adverse events and the outcome of the technical investigation, a causal relationship to the product quality deficit cannot be excluded. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received via medical records on 16-oct-2015: her medical history included: use of estrogen cream occasionally for vaginal irritation, mild prolapse of bladder and rectum, she could not retain tampons since her last delivery which was in 2012, gravida 2, parity 2 she denied pain, cramps, fever and bleeding after insertion. On (B)(6) 2014, she reported small amount of bleeding after intercourse. On (B)(6) 2014, during hsg visit, she reported small amount of vaginal spot that day. She felt dizzy after hsg. Result: satisfactory location essure micro insert. Nonstandard /unsatisfactory location of right micro insert. Tubal occlusion is suggested bilaterally although efficacy of the right sided micro insert is in question given malalignment of positioning. On (B)(6) 2014, she notified that essure malfunction with apparent separation of inner rod and outer coil. Tube with abnormal essure was still passing dye and was certainly not effective at that point. She would like to have laparoscopic bilateral tubal ligation with removal of malaligned essure device if it is deemed ineffective. On (B)(6) 2014, old prescription for psoriasis several years back. Psoriasis is flaring up and this does not seem to be helping. Rash is on elbows and ankles. On (B)(6) 2014, progress note included a discussion of failed essure. Right essure noted to have elongation with of the inner and outer rods looking like there may be a separation versos stretching of outer coil at first hsg. Repeat study showed portion to be in tube and other portion to be in pelvis quite some distance away. Clear that there was a defect in the device and the patient was told we cannot rely on this method for contraception even though we see no dye spillage. Patient concerned about portion of essure being in her pelvis and wanted it removed. On (B)(6) 2014, patient was presenting bleeding and wanted essure removal with hysterectomy. On (B)(6) 2014, hospital course notes included: patient with history of malpositioned essure implant menorrhagia, given her desire for removal of essure and desire for sterilization and management of her bleeding, she requested definitive treatment with hysterectomy. Procedures: hysterectomy total laparoscopic, bilateral salpingectomy, colporrhaphy, posterior repair, perimeorrhaphy, vaginal uterosacral ligament vaginal vault suspension cystoscopy. Addendum: patient not able to be discharged home due to pain control. Transferred to facility for further management. During hospital observation her pain was controlled initially on IV then oral pain medications. At time of discharge her pain was controlled, she was tolerating regular diet and ambulating without difficulty. She was unable to pass voiding trial on post operative day 1, and will follow up in clinic. Discharge home (B)(6) 2014. Operative notes also included: normal appearing fallopian tubes other than the left essure coil was perforated about 1cm out of the tube just beyond the cornua and the right tube had a portion of the right essure coil visible just under the serosa of the corneal region of the tube. The majority of the right essure coil was attached superficially to the paracecal fat. Pathology result: cervical ectropian, right fallopian tube with benign paratubal cysts, left fallopian tube with no pathologic diagnosis. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and essure was broken on right side, the tip of the essure device implanted in right fallopian tube broke off, device was broken into 2 different pieces. Part of the device had migrated into pelvis / the defective device was free floating in her abdomen (previously reported proximal marker was in the cornua and the rest of the device was in the abdomen) and part was visible under the serosa of the corneal region of the tube/ majority attached superficially to the paracecal fat. Additionally, left essure coil was perforated about 1cm out of the tube. Total laparoscopic hysterectomy and bilateral salpingectomy, and removal of essure devices were performed. The reported events were considered serious due to their medical importance. Device breakage is anticipated according to the product technical analysis (ptc), while the other events are listed in the reference safety information for essure. In this particular case, although the exact date and mechanism of the reported events are not know; given their nature a causal relationship with the suspect insert cannot be excluded. This case was initially regarded as an other reportable incident due to device malfunction (device breakage). However, after receipt of follow up information, it was informed that a surgery was required for devices removal, therefore the case was upgraded to incident. In addition non-serious events were reported. The performed product technical complaint (ptc) analysis concluded that, based on the reported adverse events and the outcome of the technical investigation, a causal relationship to the product quality deficit cannot be excluded. No follow up will be actively pursued.

Manufacturer narrative:
Follow-up information received on 02-sep-2015. It was reported that patient suffered significant pain and discomfort during implantation. One of the devices failed and part of the defective device was essentially free floating in her body. She was continuously concerned that the device might cause internal injuries. She expected worry and concern about undergoing general anesthesia. Surgery was a success and patient completely recovered. After surgery, she experienced significant pain (great deal of pain) and she was admitted to the hospital. When she released from the hospital, she returned to home and pain increased. The pain was so severe that she was required to go to the emergency room; she was bedridden for a week due to intense abdominal pain. Surgery left two very noticeable scares on her abdomen. Follow-up information received on 15-sep-2015: medical records provided ((B)(6) 2014). Patient´s date of birth was provided ((B)(6)). Patient presents with primary complaint of vaginal introital laxity and pelvic organ prolapse which has been bothering her for 2-3 years. Patient had a fracture and an expelled right coil noted on follow up hsg. She was having heavy periods, unable to retain tampon secondary to her vaginal outlet, loss of sexual sensation due to laxity in the vagina. Urinary history: urgency. Assessment: stage ii anterior vaginal wall prolapse and uterovaginal prolapse; menorrhagia; vaginal introital laxity. Plan: total laparoscopic hysterectomy and bilateral salpingectomy, removal of essure, uterosacral ligament suspension, anterior colporrhaphy, posterior repair, perineorrhaphy and cystourethroscopy (B)(6) 2014. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and essure was broken on right side, the tip of the essure device implanted in right fallopian tube broke off, device was broken into 2 different pieces and part of the device had migrated into pelvis / the defective device was free floating in her abdomen (previously reported proximal marker was in the cornua and the rest of the device was in the abdomen). Total laparoscopic hysterectomy and bilateral salpingectomy, and removal of essure were performed. The reported events were interpreted as essure dislocation into abdominal cavity and breakage. Device breakage was considered serious due to its medical importance and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Device dislocation is listed and was considered serious due to its medical importance. In this particular case, although the exact date and mechanism of the reported events are not know; given their nature a causal relationship with the suspect insert cannot be excluded. This case was initially regarded as an other reportable incident due to device malfunction (device breakage). However, after receipt of follow up information, it was informed that the patient went to surgery and the device was broken into 2 pieces, therefore the case was upgraded to incident. In addition non-serious events were reported. The performed product technical complaint (ptc) analysis concluded that, based on the reported adverse events and the outcome of the technical investigation, a causal relationship to the product quality deficit cannot be excluded. No follow up will be actively pursued.

Manufacturer narrative:
Follow-up information received from sales representative on 25-feb-2015: patient went to surgery and the device was broken into 2 different pieces. Case upgraded to incident. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and essure was broken on right side, the tip of the essure device implanted in right fallopian tube broke off, device was broken into 2 different pieces and part of the device had migrated into pelvis (previously reported proximal marker was in the cornua and the rest of the device was in the abdomen). The reported events were interpreted as essure dislocation into abdominal cavity and breakage. Device breakage was considered as non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Device dislocation is listed and was considered serious due to medical importance. In this particular case, although the exact date and mechanism of the reported events are not know; given their nature a causal relationship with the suspect insert cannot be excluded. This case was initially regarded as an other reportable incident due to device malfunction (device breakage). However, after receipt of follow up information, it was informed that the patient went to surgery and the device was broken into 2 pieces, therefore the case was upgraded to incident. In addition non-serious events were reported. The performed product technical complaint (ptc) analysis concluded that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.